Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump powered up properly after the test battery was inserted. The pump was monitored for 1 day. No blank display noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn (B)(4) and event date 27-dec-2024. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 27-dec-2024 due to no data available in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 27-dec-2024 in the pump history file. (B)(6)2024 18:26:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal. (B)(6)2024 18:27:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6)2024 18:36:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal. (B)(6)2024 19:02:44.000 batteryremoved (B)(6)2024 19:02:44.000 alarmalertnotification faultnumber = battery removed (84) (B)(6)2024 19:13:03.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6)2024 19:13:19.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6)2024 19:13:30.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6)2024 19:14:10.000 batteryremoved 12/22/2024 19:14:10.000 alarmalertnotification faultnumber = battery removed (84) (B)(6)2024 19:24:00.000 alarmalertnotification faultnumber = battery removed (84) (B)(6)2024 19:25:03.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6)2024 19:25:18.000 alarmalertnotification faultnumber = batt out limit (6) (B)(6)2024 19:25:28.000 alarmalertnotification faultnumber = batt out limit (6) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. No delivery alarm not confirmed. Low battery alert (104) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. Please see below pertaining to the svn (B)(4) and event date 20-dec-2024. Please see below for the boluses listed on the event date 20-dec-2024 in the pump history file. (B)(6)2024 05:12:02.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 16 bolusamountdelivered = 16 (B)(6)2024 12:06:02.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 16.6 bolusamountdelivered = 16.6 please see below for the daily total of all insulin delivered on the event date 20-dec-2024 in the pump history file. (B)(6)2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = 12/20/2024 00:00:00.000 dailytotalofallinsulindelivered = 66.2 dailytotalofbasalinsulindelivered = 33.6 dailytotalofbolusinsulindelivered = 32.6 there were no auto suspend alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 20-dec-2024 in the pump history file. (B)(6)2024 11:11:00.000 alarmalertnotification faultnumber = no delivery after estimate zero (8) - during basal. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery alarm not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported blood glucose value of 900 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1715kr. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No further patient complications were reported. Mmt-1715kr was requested and customer response was the device will be returned. The customer will discontinue using the device.